Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl at the time of incident. The customer reported their sensor glucose reading was between 30 mg/dl and 40 mg/dl. The customer stated they did not have any symptoms of high blood glucose. The customer also reported receiving a lost sensor alert. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.